Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17146042, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16815092, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17186495, UDI: (B)(4). Product family: scs-linear leads, upn: sc-2316-50, model: sc-2316-50, serial: 637777, batch: 17169721, UDI: (B)(4). The ipg and leads have not been returned as they were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, all of which are known risks associated with the use of spinal cord stimulation (scs). The devices were not returned for analysis. However, the event of ipg damaged during surgery is classified as unable to exclude device problem and a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty maintaining the charge of the implantable pulse generator (ipg). Evaluation identified multiple high impedance values on the leads, which resulted in reduced therapeutic effectiveness. The patient had recently undergone a hip replacement, and based on the physicians assessment, this procedure may have damaged the recharge coil. The leads were reprogrammed; however, the ipg required an upgrade. Consequently, the clinical team elected to replace the entire system. Postoperatively, the patient is reported to be recovering well. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30. Serial: (B)(4), batch: 17146042, UDI: (B)(4). Product family: scs-splitters: upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16815092, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17186495, UDI: (B)(4). Product family: scs-linear leads: upn: sc-2316-50, model: sc-2316-50, serial: (B)(6), batch: 17169721, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty maintaining the charge of the implantable pulse generator (ipg). Evaluation identified multiple high impedance values on the leads, which resulted in reduced therapeutic effectiveness. The patient had recently undergone a hip replacement, and based on the physicians assessment, this procedure may have damaged the recharge coil. The leads were reprogrammed; however, the ipg required an upgrade. Consequently, the clinical team elected to replace the entire system. Postoperatively, the patient is reported to be recovering well. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.